Manufacturer narrative:
Manufacturer could find nothing wrong with the device, after extensive testing. We believe that the user's oxygen tank running out caused the reported condition. As a precautionary measure, we changed the main circuit board in the ventilator, as that circuit board had already served 8 years in the field in transport.

Event description:
Narration from user of transport ventilator: after 20 minutes on a transport ventilator, 'patient o2 sats dropped. Could not dial in a pip or peep pressure. Could not hear the vent cycling.' Patient was then hand-ventilated instead, and there was no injury to the patient. Ventilator was removed from service, and hospital technicians could find nothing wrong. Technicians did notice that one of the supply oxygen tanks taken on the transport was empty. It was suspected that running out of pressurized supply gas may have caused this incident.